Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message when going through the load sequence. Reportedly, the cartridge was filled with 120 units of insulin. There was no impact to the customer's blood glucose level. The customer confirmed a new cartridge would be loaded onto the pump and declined further follow-up from tandem technical support.